Event description:
It was reported that during the procedure, the tip was cleaned using a wet gauze with no issues. When the forceps used to coagulate and the wand touched, it was reports of sparks and mild smoke. The wand and forceps was used together to get coag effect. It was noted that the insulation section at the tip of the wand was worn out. No pt impact reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for evaluation. Once the unit is received and the evaluation is complete, a follow-up report will be submitted.